Event description:
A PICC line was placed at the bedside without a problem. However, once the nurse pulled the clearlock (t-lock) she noticed that 6cm of the wire was stuck to the device. The nurse was not sure if the entire wire was removed. The nurse did not pull the product aside for field assurance.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.